Event description:
It was reported by the hospital that the instrument is worn and a replacement is requested. Upon return, the device was found to be fractured. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The g7 positioning guide rod was returned and evaluated. Upon visual inspection the tip had fractured from the device. There is visible damage to the shaft of the device. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.